Event description:
It was reported that the patient has atrial fibrillation (af) and an af episode resulted in ventricular tachycardia (vt) detection and therapy. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.